Event description:
It was reported that pump displayed malfunction alarm code 0 while customer was using pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received pump reset instructions, successfully reset pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if any further malfunction alarms appeared.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.